Manufacturer narrative:
Device evaluation summary: a kink was observed on the catheter shaft located approximately 85.00 cm from the distal tip. The catheter cable connector was examined, and all pins were straight. The catheter connector plug did not show any visible markings on the plug area. The catheter passed continuity and resistance functional testing. The functional testing on a rfg2 generator: the catheter was recognized by the rfg2 generator when plugged in and the expected low temperature advisory was displayed when activated. When the temperature rose to 120 c the device completed the cycle without any advisory message displayed. This was repeated for 5 cycles with no issues identified. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a closurefast 7f 100 cm catheter with a rfg2 generator for the radiofrequency ablation treatment in two segments of the gsv and ssv in a tortuous vessel. The IFU was followed for device preparation and procedure. The lumen was flushed, and a guidewire/ insertion catheter was used. It was reported that during the procedure the catheter was not responding/recognized and the doctor could not advance the catheter after a couple of segments. Tumescent infiltration, IV sedation and local anaesthesia were used for the procedure. This catheter was not used to complete the procedure. The procedure was completed using perforation and foam sclerotherapy in the ssv. Post procedure, class ii compression stockings were used. No patient symptoms, complications or injury were reported. Catheter kink in use/ prep was also reported by the physician but no damage was noted to the packaging of the catheter.